Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: returned to manufacturer on additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported issue of medication error was not able to be confirmed trough review of the logs or was able to be replicated during the suspect pump module testing. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the occurrence of medication error. All inspected parts were manufactured by bd. The suspected pump module s/n (B)(6) underwent preventive maintenance with alaris system maintenance v.12.3, the suspect passed all its tests without any complications. A review of the suspect pump module error log showed no errors or malfunctions relevant to the facility's complaint. The pump module was not attached to the returned pcu on the reported date event; it was powered on attached on (B)(6) 2025 at 05:42:20 pm and was assigned channel a. For the reported day event, the profile in use was ¿ICU/procedural¿. Based on the review of the logs, on (B)(6) 2025 at 02:03:48 am, pump module s/n (B)(6) was selected, and previously programmed infusion was restarted. At 03:40:18 am, pump module s/n (B)(6) finished the infusion and was paused. Pump module was selected and volume to be infused (vtbi) was programmed to 20ml. Infusion was started. At 03:52:47 am, pump module s/n (B)(6) finished the infusion. Pump module was selected and vtbi was programmed to 900ml. Infusion was started. Primary volume infused (pvi)= 1000.19, an accumulated total from prior performed infusions at 04:54:56 am, pump module s/n (B)(6) was selected, and previous infusion was restored. Primary infusion was programmed for ¿.IV fluid¿ with a rate= 100ml/h and vtbi= 15ml. A secondary infusion was programmed for ¿metronidazole¿ with a rate= 100ml/h, vtbi= 100ml, dose= 500mg and concentration= 5mg/ml. Infusion was started. At 05:23:16 am, volume infused was cleared from all attached devices. The volume infused cleared for pump module s/n (B)(6) was primary volume infused (pvi)= 1170.36ml and secondary volume infused (svi)= 0ml, for pump module s/n (B)(6) was pvi= 0ml and svi= 0ml, for pump module s/n (B)(6) was pvi= 15.171ml and svi= 146.92ml, for pump module s/n (B)(6) was pvi= 0ml and svi= 0ml. At 05:23:28 am, the secondary infusion of pump module s/n (B)(6) completed, and primary infusion was started. At 06:04:19 am, the primary infusion of pump module s/n (B)(6) completed, pump module was powered off. Recording svi = 53.121ml and pvi = 15.319 ml. At 09:11:55 am, pump module s/n (B)(6) was selected and a primary infusion of ¿.IV fluid¿ was programmed with a rate= 250ml/h and vtbi= 500ml. At 09:14:33 am, pump module alarmed twice (2) for occlusion patient side alarm and was restarted twice (2). At 11:15:53 am, the infusion of pump module s/n (B)(6) completed and was selected, vtbi was programmed to 300ml. Infusion was started, recording pvi = 500.176ml at 12:28:09 pm, the infusion of pump module s/n (B)(6) completed and was selected, vtbi was programmed to 150ml. Infusion was started, recording pvi = 800.897ml. At 12:53:50 pm, the infusion of pump module s/n (B)(6) completed was programmed with a rate= 100ml/h and vtbi= 100ml. Infusion was started, recording pvi = 750.354ml. At 01:06:19 pm, the infusion of pump module s/n (B)(6) completed and was selected, vtbi was programmed to 800ml. Infusion was started, recording pvi = 951.278ml at 01:09:11 pm, pump module s/n (B)(6) was selected, vtbi was changed to 800ml. Infusion was restarted, recording pvi = 775.75ml. At 01:12:20 pm, pump module s/n (B)(6) alarmed twice (2) for air in line alarm and was restarted twice (2). Pump module s/n (B)(6) was paused and powered off. At 09:10:27 pm, the infusion of pump module s/n (B)(6) completed and was selected, vtbi was programmed to 150ml. Infusion was started, recording pvi = 1575.83ml. At 10:40:46 pm, the infusion of pump module s/n (B)(6) completed and was selected, vtbi was programmed to 50ml. Infusion was started. At 10:46:06 pm, pump module s/n (B)(6) was selected, vtbi was changed to 950ml. Infusion was restarted. On (B)(6) 2025 at 01:54:44 am, pump module s/n (B)(6) was paused and minutes after was restarted. At 06:31:56 am, pump module s/n (B)(6) was paused and minutes after was restarted. At 06:38:56 am, volume infused was cleared for channel a, channel b and channel c. The volume infused recorded for pump module s/n (B)(6) was pvi= 2512.76ml and svi= 0ml, for pump module s/n (B)(6) was pvi= 966.636ml and svi= 0ml, for pump module s/n (B)(6) was pvi= 15.319ml and svi= 53.121ml. At 08:21:11 am, the infusion of pump module s/n (B)(6) completed and was powered off. Pcu was powered off. Laboratory testing performed on the source pump module did not reproduce the reported medication error. A label review analysis was not performed as there was insufficient information to determine applicable label instructions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. (B)(4) will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of medication error was not able to be identified during the investigation.

Event description:
It was reported, the customer requested interpretation of ikp data following a "medication error". There was patient involvement; however, no patient harm. Although requested, additional information was not provided.

Event description:
It was reported the customer requested interpretation of ikp data following a "medication error". There was patient involvement however no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.